Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of incident. The customer was also having connection issues with sensor and got change sensor alert. The auto mode criteria was explained to customer. No product is expected to return.

Manufacturer narrative:
Unable to test device due to damaged contact pins.

Manufacturer narrative:
The event was reported in error.